Event description:
The console was prepared for a case. It was set-up to be used in case the customer needed during surgery. While in stand by mode, the unit alarmed error code 103. The unit was not needed for the case.